Event description:
Customer reported that pump declared alarm 20 during use, and the cartridge alarm recurred despite attempts to load a new cartridge following proper technique. Customer declined to answer whether blood glucose exceeded 500 mg/dl. No additional information was received regarding the impact to the blood glucose level. Technical support decided to replace the pump, and customer was advised to use manual daily injections as a backup therapy to ensure insulin delivery. Customer was instructed by technical support on returning the pump using a prepaid label within 10 days and acknowledged instructions on putting pump into storage mode before returning it.